Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was in a coma and intubated at the time of report. Initially, the patient's pump had begun alarming for a low-reservoir. At that time, the patient visited a clinic for a refill, but they did not have the necessary drug on hand. The patient was given oral medications and had been told to return on the day of report for the refill, but the patient was in the intensive care unit with withdrawal symptoms that had presented earlier that morning. It was stated that the patient's pump began alarming for an empty reservoir at that same time. During the refill, 2ml of drug was aspirated from the reservoir, despite the fact that the patient's symptoms suggested withdrawal. At the time of report, the pump had been refilled and the patient was being monitored. The drug used in this system was lioresal.

Event description:
Additional information: it was reported that the patient presented to the emergency room (ER) with symptoms of baclofen withdrawal; this was due to the patient's pump going empty due to a missed refill (it was in critical alarm state). The pump was interrogated and logs were read; the pump appeared to be working without any stalls, or other malfunctions. The pump reported a reservoir volume of 0 ml. The patient was discharged from the hospital a few days following the incident and was reported to be doing very well and having effective therapy.